Event description:
It was reported that during the da vinci prostatectomy procedure, the customer experienced a system error code #23. The system was restarted, however, the same system error code recurred. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #23 experienced by the customer was a hardware communication fault associated with a vision input output (vio) pca. The system was repaired by replacing the affected vio pca. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of september 18, 2007, there have been no reported recurrences of the issue at this hospital.